Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that a nerve monitoring device needed repair. There was no patient impact.

Manufacturer narrative:
Analysis found that the customer complaint has been confirmed. Stim 1 doesn't work properly. The main pcb failed. The assembly clips were loose and worn. Wave washers were also worn. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the hcp that the device was not switching on properly.